Event description:
It was reported that during a laparoscopic supracervical hysterectomy procedure, the device created a loud squealing sound. The staff loosened the device and then re-torqued it, but the squealing sound continued. Another like disposable device was then used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 8/29/2008. Evaluation summary: the analysis results found that the device was returned with the tissue pad missing. Due to this condition, it may lead for the blade and the clamp arm to be in contact (metal or metal) causing noise issues to occur. As the tissue pad was not returned, further evaluation could not be performed. Each device is visually inspected and functionally tested prior to shipment and damge of this magnitude would have been detected during this inspection and testing. However, a corrective and preventive action has been initiated to address this issue. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.